Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the v60 was removed from service, but there was no impact to the patient. The customer reported to the remote service engineer (rse) that the touchscreen was unresponsive and failed calibration. The rse informed the customer that the latest version of the service manual is version r and advised the customer to reference page 186 for the repair. The rse also provided the part number of the touchscreen to the customer. The customer replaced the touchscreen and confirmed that the issue was resolved.